Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's touchscreen pump was cracked and not responsive. The customer's blood glucose level was 225 mg/dl. It was indicated that the customer had alternative insulin therapy available.